Manufacturer narrative:
The actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a cracked light blue main body of the twist clamp was observed. The reported condition was verified. The cause of the condition could not be determined; however, if the device was exposed to chemical agents such as hydrogen peroxide, alcohol or bleach, as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was damaged; further described as ¿transfer line breakage at the level of the first third of the sky blue part and wear of the hermetic seal stopper¿. This was observed during connection of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.